Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION. B3: EVENT DATE WAS ESTIMATED. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED.

Event description:
THE ARTICLE, "TRICUSPID TRANSCATHETER EDGE-TO-EDGE REPAIR IN ORTHOTOPIC HEART TRANSPLANTATION RECIPIENTS", WAS REVIEWED. THE ARTICLE PRESENTED A CASE STUDY OF A 60-YEAR-OLD MALE PATIENT WITH A HISTORY OF COMBINED HEART AND LIVER TRANSPLANT, DILATED CARDIOMYOPATHY, WORSENING ASCITES, AND DYSPNEA, WHO PRESENTED WITH SEVERE TRICUSPID REGURGITATION (TR) FOR A TRICLIP PROCEDURE. ON AN UNKNOWN DATE, A TRICLIP XTW WAS SELECTED FOR IMPLANT. THE CLIP WAS DEPLOYED. THE PATIENT'S TR REDUCED TO MODERATE. A SECOND CLIP WAS NOT IMPLANTED BECAUSE OF INTERACTION WITH THE FIRST CLIP AND SURROUNDING CHORDAE. THE PATIENT WAS DISCHARGED AND REMAINED CLINICALLY STABLE FOR OVER 2 YEARS. SUBSEQUENTLY SYMPTOM RECURRENCE ON AN UNKNOWN DATE PROMPTED TRANSTHORACIC ECHOCARDIOGRAPHY (TTE) SHOWED ADVANCED RIGHT VENTRICULAR DYSFUNCTION AND RECURRENT SEVERE TR. THE PATIENT PASSED AWAY SEVERAL MONTHS LATER. "[THE PRIMARY AND CORRESPONDING AUTHOR WAS SACHIN GOEL, DEPARTMENT OF CARDIOLOGY, HOUSTON METHODIST DEBAKEY HEART AND VASCULAR CENTER, 6565 FANNIN STREET, HOUSTON, TEXAS 77030, USA. WITH CORRESPONDING E-MAIL: SSGOEL@HOUSTONMETHODIST.ORG.]".

Event description:
The article, "Tricuspid Transcatheter Edge-to-Edge Repair in Orthotopic Heart Transplantation Recipients", was reviewed.The article presented a case study of a 60-year-old male patient with a history of combined heart and liver transplant, dilated cardiomyopathy, worsening ascites, and dyspnea, who presented with severe tricuspid regurgitation (TR) for a TriClip procedure. On an unknown date, a TriClip XTW was selected for implant. The clip was deployed. The patient's TR reduced to moderate. A second clip was not implanted because of interaction with the first clip and surrounding chordae. The patient was discharged and remained clinically stable for over 2 years. Subsequently symptom recurrence on an unknown date prompted transthoracic echocardiography (TTE) showed advanced right ventricular dysfunction and recurrent severe TR. The patient passed away several months later. "[The primary and corresponding author was Sachin Goel, Department of Cardiology, Houston Methodist DeBakey Heart and Vascular Center, 6565 Fannin Street, Houston, Texas 77030, USA. with corresponding e-mail: ssgoel@houstonmethodist.org.]"

Manufacturer narrative:
The device was not returned for analysis. The Lot History Record (LHR) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the difficult positioning in anatomy, death, heart failure, and recurrent TR were unable to be determined. The reported patient effects of death, heart failure, and recurrent TR as listed in the TriClip System Instructions for Use, are known possible complications associated with TriClip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.Literature attachment: Tricuspid Transcatheter Edge-to-Edge Repair in Orthotopic Heart Transplantation RecipientsB3: Event date was estimatedD4: The UDI number is not known as the part and lot number were not provided.